Event description:
It was reported that the patient underwent an unspecified surgery for an artificial urinary sphincter (aus) due to unknown reason. No patient complications were reported in relation to this event. Additional information was requested and will be provided as it becomes available